Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional evaluation was performed and no failure was found, the device works as intended. We have not been able to establish a relationship between the event reported and the device. Probable root cause may be an intermittent component failure or a connection issue. Our medical assessment concluded: per e-mail communication the renasys touch device was being used for a couple weeks to treat an abdomen wound. It was noted that the patient had viscous drainage with dressing changes two times per week. Although requested, photos were not provided for review. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. It was also communicated that the device was changed and the patient was not harmed due to the reported events. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during treatment the machine triggers the obstruction alarm for no reason: the tank is changed, it is checked if it is due to a possible leak, if the cannister is incorrectly positioned, if the valve is obstructed. Even the entire cure is changed but the problem persists and the obstruction alarm remains on. This is a nuisance for the professional, because he had to resort a cure in a humid environment and the next day another device was used. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.